Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.

Event description:
It was reported: the tip of the driver shaft broke. The tip was able to be removed. The surgery was completed using the other tip included in the kit. The distributor does not know if there was a delay.